Manufacturer narrative:
If add'l info becomes available then it will be submitted in a supplemental report.

Event description:
It was reported that the account disassembled the unit [not outlined in the IFU] for cleaning and discovered dried blood and residue inside the unit.